Event description:
It was reported that during implant, a guidewire could not be removed from the left ventricular lead. The lead was explanted and later re-implanted using a different guidewire. The physician alleges that the lead was at fault.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.